Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an nc quantum apex (mr) balloon catheter. The balloon catheter was returned in a deflated state. The catheter was pressurized with an inflation device, which revealed multiple damage to the balloon and distal shaft. The balloon was inspected under magnification. Two pinholes were confirmed in the balloon wall. Tip damage was also found. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a rupture occurred. The lesion was an in-stent restenosis of a non-bsc stent located in the mid right coronary artery (rca). After the physician crossed the lesion with a guide wire, an inflation of a non-bsc balloon catheter was performed and a rupture occurred. The physician advanced a 3.50x15mm nc quantum apex monorail balloon catheter to the lesion. Upon inflation at 12 atms, a rupture occurred. It was indicated that the ruptured part was, the distal shaft approximately 8cm proximal to the distal tip. The device was exchanged to a quantum maverick balloon and the procedure was completed without difficulties. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a rupture occurred. The lesion was an in-stent restenosis of a non-bsc stent located in the mid right coronary artery (rca). After the physician crossed the lesion with a guide wire, an inflation of a non-bsc balloon catheter was performed and a rupture occurred. The physician advanced a 3.50x15mm nc quantum apex monorail balloon catheter to the lesion. Upon inflation at 12 atms, a rupture occurred. It was indicated that the ruptured part was, the distal shaft approximately 8cm proximal to the distal tip. The device was exchanged to a quantum maverick balloon and the procedure was completed without difficulties. No patient complications were reported and the patient's status is good.